Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient ins had died. The patient stated that she went to a healthcare provider (hcp) that worked with interstim devices, and they checked her ins and determined it had died. The patient chose to not have it replaced. The patient noted that they currently do not have a managing hcp. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient saw a new managing hcp who said the battery life was 3 months left, and then it died as he predicted due to normal battery depletion. The device was not explanted, the hcp recommended it stay in place/was not necessary to explant. Patient also noted it only gave her 25% symptom reduction, she wasn't sure why. Patient history included a pelvic mesh that was put in during the 1990's. No further complications were anticipated/reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***